Manufacturer narrative:
Results: the fuses were missing from the back of the penumbra system aspiration pump max 110v (pump max). Conclusions: evaluation of the returned pump max revealed that the fuse box was empty and the fuses were missing. It is likely that the fuses were discarded by the customer. New fuses were placed in the pump by the penumbra investigator, and immediately blew. The root cause of this failure could not be determined. Penumbra pumps are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110v (pump max). During the procedure, the pump max turned on and turned off. It was reported that the fuse of the pump max appeared to be blown. Therefore, the pump max was disconnected and the procedure was completed using another pump max. There was no report of an adverse effect to the patient.